Event description:
A report was received that stimulation was not adequately covering patient pain in the groin area. Patient underwent a revision procedure to place an additional lead. Patient is doing well post operatively and pain in the groin area is now covered by stimulation.